Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, which occurred on the homechoice (hc) during dwell 2. The home patient (hp) said that she followed the user guide book step by step on what to do when this alarm comes on the hc. The hp got the hc to the ?press go to start? Prompt already. The tsr also explained the system error 2367 that comes on after the system error 2240. The hp knew about that system error also. The tsr advised the hp to start over with all new supplies on the hc or use manual supplies to complete therapy. The hp understood, but said she did not have manual supplies and that she would wait until 6am in the morning to complete therapy. The tsr advised the hp to also contact her peritoneal dialysis registered nurse to notify her of this. The hp understood. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.